Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable connector was severed and wires were exposed. The root cause of the damaged connector and exposed wires could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.